Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .

Manufacturer narrative:
The analyzer was decontaminated. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The syringes on the analyzer were very dirty as they were highly turbid. The first sample initially resulted with a troponin t value of 97.5 ng/ml, which repeated as 77.1 ng/ml. The second sample initially resulted with a troponin t value of 4.9 ng/ml. The sample was repeated twice, resulting with values of 17.7 ng/ml and 5.68 ng/ml. The third sample initially resulted with a troponin t value of 22.8 ng/ml. The sample was repeated twice, resulting with values of 14.5 ng/ml and 75.2 ng/ml. The fourth sample initially resulted with a troponin t value of 5.8 ng/ml, which repeated as 66.8 ng/ml. The troponin t reagent lot number was 436777. The reagent expiration date was requested, but not provided.